Manufacturer narrative:
Patient¿s weight is not available for reporting. Date of postoperative breakage is unknown. This report is for unknown quantity of unknown screws. Part and lot numbers are unknown. Without the specific part ad lot number, the UDI is not available. Implant date is around (B)(6) months ago, exact date is unknown complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is (B)(6) months ago, exact date is unknown. The (510k): unknown, as the specific part number for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal took place on (B)(6) 2017. A 3.5 mm va-lcp anterolateral plate along with broken screws, quantity unknown was removed from distal tibia. The patient is reported to have a nonunion. The patient was revised to another anterolateral plate along with a static maxframe to distract the ankle. Initial surgery was done on the patient around six (6) months ago. The implants were all removed successfully. Upon removal the plate was damaged in a place where you could not read the part and lot numbers. There was no report of surgical delay or patient harm. Concomitant devices reported: 3.5 mm va-lcp anterolateral tibia plate (quantity 1). This report is for unknown quantity of unknown screws. This is report 1 of 1 for complaint (B)(4).